Event description:
Customer reported via phone call that they are having a display anomaly. The blood glucose reading is unknown.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Manufacturer narrative:
The insulin pump functioned properly after pressing the act button and no display anomaly noted. The insulin pump was received with cracked reservoir tube lip, minor scratches on display window, cracked case on the display window corner and cracked display window.